Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer changed the supplies after the alarms. The customer stated that after the most recent occlusion, the insulin appeared to be gelled. Reportedly, the customer had been using apidra insulin within the cartridge. The customer's blood glucose (bg) level ranged from not being impacted to 250-300 mg/dl. A correction bolus and a manual correction was delivered to address the bg level.